Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. In addition to replacing the sample probe, the engineer tightened a loose set screw and adjusted the pressure sensor voltage. Liquid level detection voltage was also adjusted. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The pth stat reagent lot number was 646241 with an expiration date of 31-jan-2024. The field service engineer (fse) replaced the sample probe. After the service visit, the customer had no further issues.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth stat (pth stat) on a cobas e 601 module. The initial result was 17.27 pg/ml. This result was reported outside of the laboratory where it was questioned by the physician. The repeat result was 5000 pg/ml. The repeat result of 5000 pg/ml was confirmed by running the sample on another e601 module. A corrected result was provided to the physician.